Manufacturer narrative:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. It is reported that the busbar connection on the gradient coil showed burn marks. This malfunction and resulting blackened parts around the connections is identified within the risk management matrix (B)(4) under gr.84. In this case there was no risk to patient or bystander. The connection failed leading to large resistance with possible arcing. The system shut off and the customer was unable to continue scanning. The patient was extracted without problems and there was no evidence of smoke. After removing the covers, it was observed that the covers showed black marks at the location of the failure. The covers are made of fire-retardant material ensure safety of the patient and/or bystander. Based on this evaluation the allegation associated with this event is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this issue has been determined not to be a reportable event. Based on the investigation performed, it was found that loctite residuals were present on some of the non-affected gradient coil terminals. Since loctite acts as an electrical insulator, it can lead to reduced conductivity between the busbar and gradient coil terminal which in turn can lead to heat up and potentially a failure as seen in this case. Due to the heat development at the location of the failure, it is not possible anymore to conclude if a large amount of loctite was present. No other issue was found with the busbar ¿ gradient coil connections. Fco78100634 will address this potential failure mode. An inspection cannot be executed before the release of the fco due to regulatory requirements on planning and documentation and site/fse availability. The system has been repaired and handed over to the customer.

Event description:
Philips received a report about gradient coil - y axis is burned out. During the scan, the patient heard a crackling sound. For the next patient, the system reported a gradient amplifier y error. After removing the covers, it was clear that the busbar connection on the gradient coil was burned out. Based on this gradient coil burn evidence it was decided to report this incident. No harm was reported related to this incident.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.